Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation was performed and this device did not meet the estimates provided in device labeling. Further detailed analysis is currently being conducted to determine the root cause for this observation. Once analysis is completed, this report will be updated.

Event description:
Analysis completed.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and returned for disposal. There were no allegations against the longevity or functionality of this device. No adverse patient effects were reported.